Event description:
It was reported that this right ventricular (rv) lead was having irregular shock impedances out-of- range of over 200 ohms. Boston scientific technical services (ts) recommended to perform defibrillation threshold (oft) test and possible rv lead and/or device replacement. Ts inquired if isometrics and pocket manipulations were performed, it was believed that they were, although it was not confirmed. Ts finally recommended to perform a tug test and return the products if the physician decided to explant them. In addition, irregular intrinsic amplitude was noticed. The sales representative indicated that the oft test was attempted, but the device displayed an error code. Eventually, the patient's implantable cardioverter defibrillator and this rv lead were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).